Event description:
It was reported that during primary right reverse shoulder arthroplasty, stryker baseplate center screw locked into the baseplate before it was sufficiently compressed into the glenoid. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
An event regarding difficulty seating a reverse shoulder baseplate and center screw was reported. The event was not confirmed. Method & results: -device evaluation and results: not preformed as no products were provided for inspection. -medical records received and evaluation: not preformed as patient medical records were not provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no device was provided for inspection and no patient medical records were provided for review.

Event description:
It was reported that during primary right reverse shoulder arthoplasty, stryker baseplate center screw locked into the baseplate before it was sufficiently compressed into the glenoid. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
The lot code was reported as mnpr9e. This is not a valid lot. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.